Manufacturer narrative:
The customer was unable to provide the lot number or samples. Review of the device history record could not be conducted without the lot number. Historical trending was done. Without the sample, we were not able to conduct an analysis to confirm the reported incident or to identify the root cause. From a review of the current production process, no exception was detected that could lead to the reported incident. The material used for the gown was supplied by an approved source, and passed the biocompatibility tests prescribed by the regulatory agency for the intended use. There was no change in the material composition of the fabric material. The root cause could not be determined. The relevant sectors were informed of the complaint for their reference. No additional action will be taken at this time, but we will continue to monitor complaints for trends of this nature.

Event description:
Nurse developed a red raised rash across her chest, neck, and lower jaw line. She was given prednisone and sent to an allergy specialist.